Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was not opening. A field service engineer confirmed that the customer performed hard reboot and the issue was resolved. The system functioned as intended after the customer rebooted the system.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge was not opening. The customer reported that they had to access the medications from other station. There were no adverse events or injuries reported based on this event.